Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2009-(B)(6), product type: catheter. Product ID: 8578, serial# (B)(4), implanted: 2009-(B)(6), product type: accessory. (B)(4).

Event description:
It was reported that the patient was in the intensive care unit (ICU) and was intubated. They were suspecting encephalopathy and were titrating the dose down 7.5% every day for the past week including the day of the report because of intrathecal baclofen (itb) overdose. However, the reporter did not believe there was an overdose. The patient¿s doctor was aware of the patient¿s condition. The hcp did not know when the issues began, details, or if anyone else was made aware of the patient¿s issues. The pump was used to infuse baclofen (concentration 2000 mcg/ml, daily dose 294.7 mcg/day). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.